Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-01098.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-01098. It was reported the patient¿s therapy was affected due to high impedance on one of the dbs extensions. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein one of the extensions was explanted and replaced with a new extension. Therapy was reportedly restored postoperatively.